Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was found to be broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument had damaged cables, no missing fragments fell into the patient, no images or videos are available, and the instrument is available for return to isi.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.